Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Third-party power supply has failed.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while connecting the vela ventilator; the fuses on the rear panel blew. The customer determined the most likely cause of the issue is the power supply assembly. The customer reported there is no patient involvement associated with the event.